Manufacturer narrative:
The returned device was evaluated and discoloration and corrosion were observed through the housing. The housing vent was observed to be punctured. The timing and cause of this damage could not be determined. Corrosion was observed on the pcb and batteries. Due to the batteries measuring lower than expected, the device was connected to a power supply to download. The device was unable to be downloaded. The pcb was removed and the device was still unable to be downloaded. The kill switch was observed to be engaged. The front sma resistance measure out of specification due to the corrosion on the pcb. Investigation of the fluid path found a tear in the unexposed portion of the soft cannula. Fluid was seen leaking from this tear. The internal leak caused the corrosion and caused the batteries to deplete.

Event description:
It was reported while a patient had been wearing a pod their blood glucose level had rose to over 300 mg/dl. In addition the patient received an alarm from the pod and manually deactivated the pod.

Manufacturer narrative:
The returned device was evaluated and discoloration and corrosion were observed through the housing. The housing vent was observed to be punctured. The timing and cause of this damage could not be determined. Corrosion was observed on the pcb and batteries. Due to the batteries measuring lower than expected, the device was connected to a power supply to download. The device was unable to be downloaded. The pcb was removed and the device was still unable to be downloaded. The kill switch was observed to be engaged. The front sma resistance measure out of specification due to the corrosion on the pcb. Investigation of the fluid path found a tear in the unexposed portion of the soft cannula. Fluid was seen leaking from this tear. The internal leak caused the corrosion and caused the batteries to deple. Device evaluated by manufacturer? From none to yes.